Event description:
It was reported that when almost finishing the surgery an arm got blocked. Since at that moment the system was being used without a mdt field representative present the team became very nervous and activated the z-slide e-release. The arm remained blocked so a field service engineer must go on site to run the e-release script. The surgery was finished with only 3 arms. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: unique identifier (UDI) #, h3, h4 and h6: annex b, annex c and annex g. Device evaluation: medtronic led an evaluation of the field service notes, associated device data and provided images for the reported arm cart assembly (aca). Review of the field service notes shows that the instrument drive unit (idu) remains locked due to the idu being released after the manual e-release. Software was loaded onto the arm and functional checks were performed leading to the system being functional. Evaluation of the device data indicates that the aca experienced a potentiometer issue which triggered an error code which occurs after calibration, if the primary and the secondary position sensors for any degrees of freedom differ by the standard set. Review of the provided images notes two of the same image with the robotic arm collapsed and the manual e-release disengaged. Evaluation of the device data for the reported arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when almost finishing the surgery an arm got blocked. Since at that moment the system was being used without a mdt field representative present the team became very nervous and activated the z-slide e-release. The arm remained blocked so a field service engineer must go on site to run the e-release script. The surgery was finished with only 3 arms. There was no patient injury.